Event description:
The scrub nurse received a burn/shock on her forearm. Nurse was holding a plastic retractor with one hand and the other hand was touching the pts' lips. The forearm was touching a metal bar holding the mouth open. When the surgeon activated the scissors, the nurse received a slight burn/shock on the forearm. No other cautery devices were connected and the pt had a grounding pad. Customer states that the facility bio-engineer evaluated the devices for current leakage and none was found. There are no reported adverse consequences to the pt related to this event.